Manufacturer narrative:
The product family for this women's healthcare product is unknown; therefore, we are unable to determine the associated labeling and dfmea to review. If additional information is received, a follow-up report will be submitted. "Lawyer-filed report - (B)(4)."

Manufacturer narrative:
Adverse reactions: potential adverse reactions are those typically associated with surgically implantable materials, including hematoma, seroma, mucosal or visceral erosion, infection, inflammation, sensitization, dyspareunia, scarification and contraction, fistula formation, extrusion and recurrence of vaginal wall prolapse. Perforations or lacerations of vessels, nerves, bladder, bowel, rectum, or any viscera may occur during needle passage. (B)(4) the information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
Per additional information received, the patient has experienced dyspareunia, recurrent stage three cystocele, recurrent stage two vaginal vault prolapse, rectocele, enterocele, surgical procedure including revision of anterior and apical transvaginal mesh, a vaginal right paravaginal defect repair, a cystourethroscopy, a sacrospinous vaginal vault suspension, enterocele repair, posterior repair, perivaginal defect, banding of mesh across the anterior vaginal apical area, a band of mesh that was wrapped within the muscularis of the bladder, infections, mesh extrusion, organ perforation, pain and burning in her vaginal area.

Event description:
(B)(4). It was reported by the pt's attorney that as a result of having the product implanted, the pt has experienced significant severe and permanent physical pain, suffering, disability, physical impairment, sustained permanent injury, and has undergone medical treatment.